Event description:
During a customer visit from a technical service specialist (tss), it was indicated that the customer observed a problem with a female newborn (few days old) sample when using the alinity c total bilirubin2 assay. The customer¿s reference range for this age group is < 18 mg/dl is ok and > 18 mg/dl meets the criteria of receiving therapy treatment for the patient. The following data was provided: sid (B)(6): initial result = 20.1 mg/dl / repeat on another instrument ((B)(6) = 21.2 mg/dl / repeated at a different hospital on (B)(6) 2023 and obtained a result of 19.8 mg/dl. The same patient was transferred to another hospital due to the high bilirubin result and was redrawn the next day and retested for total bilirubin and obtained a lower result of 16.5 mg/dl which met the reference range of < 18 mg/dl; therefore, no treatment was given to the patient. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c bilirubin2 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 43086ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot 43086ud00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity c total bilirubin2 lot 43086ud00 was identified.section g1 contact information was updated to reflect the current contact (B)(6), deu.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
During a customer visit from a technical service specialist (tss), it was indicated that the customer observed a problem with a female newborn (few days old) sample when using the alinity c total bilirubin2 assay. The customer¿s reference range for this age group is < 18 mg/dl is ok and > 18 mg/dl meets the criteria of receiving therapy treatment for the patient. The following data was provided: sid (B)(6): initial result = 20.1 mg/dl / repeat on another instrument (ac05154) = 21.2 mg/dl / repeated at a different hospital on (B)(6), 2023 and obtained a result of 19.8 mg/dl. The same patient was transferred to another hospital due to the high bilirubin result and was redrawn the next day and retested for total bilirubin and obtained a lower result of 16.5 mg/dl which met the reference range of < 18 mg/dl; therefore, no treatment was given to the patient. No impact to patient management was reported.